Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: per table 1 and table 2: injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects for possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Injection site responses by severity and duration after repeat treatment with juvéderm volbella® xc occurring in > 5% of treated subjects include swelling, tenderness, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction.

Event description:
Healthcare professional reported "the patient was injected 1.5 years ago with juvéderm volbella® xc in their lips and developed a lump that never went away; patient "experienced little lumps from the start." The patient was injected 7 months later with an unknown juvéderm® "to mask their lumps but it had no effect on the lumps" and "the lump remains." No treatment was reported. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01684 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm volbella® xc®.